Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was not working and he experienced a hypoglycemic event. He stated the cgm would not calibrate and would go on and off. On (B)(6) 2019, he took insulin (cgm or bg was not provided) which resulted in a hypoglycemic event. Emergency medical services (ems) was called and the patient was transported to the hospital where his bg per the emergency department was 28 mg/dl but his cgm displayed 100 mg/dl. Dextrose and fluids via intravenous (IV) therapy were administered in the ed and he was admitted the hospital for three days. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.